Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for the device interrogation. Upon review, atrial and ventricular signals were on top of each other due to the right ventricular lead dislodgement. Fluoroscopy confirmed dislodgement. The lead was capped and replaced on (B)(6) 2017. The patient was stable after the procedure.